Event description:
Boston scientific crm received information that this non-boston scientific right ventricular lead was intermittenly capturing due to increased thresholds. Additionally, ventricular oversensing was occurring resulting in pacing inhibition. The cause for this is unknown. Since the physician was replacing the right ventricular lead, he also elected to replace the pacemaker to avoid another procedure in 1-2 years for battery replacement.

Manufacturer narrative:
The explanted pacemaker has not been returned. If the pacemaker is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.